Event description:
It was reported that the coil was removed while partially deployed from the catheter¿s distal end. The target vessel was located in the severely tortuous splenic artery. Utilizing a renegade catheter and continuous flush, one 10mm x 30cm interlock coil was deployed successfully in the target vessel. A second 10mm x 30cm interlock coil was advanced; however, it was removed after not being able to advance to the distal end of the catheter. The third 10mm x 30cm interlock coil was introduced through the catheter without issue; however, when it was approximately 20cm deployed outside the distal end of the catheter, it became stuck. Additional force was applied in an attempt to get it out and the interlocking arms of the coil detached. The renegade was removed with the coil partially deployed from the distal end. A new catheter was placed and the procedure was completed with a different sized interlock coil and pushable coils. No patient complications were reported and the patient¿s condition is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).